Event description:
The customer reported that the system displayed an overload fault error message. This error may cause the system to shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, fan, temperature sensor, cover, snubber board and insulators, and regreased the high voltage candlestick connectors. The system operates as intended.